Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 50 mg/ml of morphine at 11 mg/day via an implantable pump for peripheral neuropathy and spinal pain. On (B)(6) 2017, it was reported that the patient's pump was empty for 3 or 4 weeks. On either the (B)(6) of (B)(6),the patient's managing physician refilled the patient's pump and kept the patient's dose the same. The patient became lethargic and somnolent and was transferred to another hospital. The patient was being treated by an intensive care unit (ICU) physician. The patient's managing hcp later had the emergency room physician decrease the patient's pump dosage to 2.4 mg/day. No troubleshooting/diagnostic measures were performed. No surgical interventions were planned or performed. It was unknown if the issue was considered resolved at the time of the report. The patient's status was listed as "alive-no injury". No further complications were reported.

Manufacturer narrative:
Updated to reflect the information received on (B)(6) 2017. Device code (B)(4) added to reflect the information received on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp) on (B)(6) 2017. It was reported that the patient kept missing refill appointments, which was the cause of the patient's pump being empty and the patient's reported symptoms. The facility the patient was in apparently had trouble getting him to the patient's appointments. It was confirmed that there were no programming errors associated with this issue. No further complications were reported.